Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Male consumer via phone stated that the oral-b toothbrush head fell off of his two month old oral-b pro 1 200 toothbrush and ended up in his mouth. No injury was reported.